Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. The patient has a history of hypertension. Eight months after implant, it was reported there was a type 1 endoleak with left iliac aneurysmal change and there was severe left renal artery stenosis of 90-95 percent. The left hypogastric artery was coil embolized and then 2 aneurx iliac extension cuffs were implanted in the iliac artery to repair the endoleak. The stent grafts were ballooned with balloons to smooth out the stents. There was good patency and there were no endoleaks noted. The second portion of the procedure involved the left renal artery stent. A recent CT scan demonstrated there appeared to be infolding to the stent graft with a type 1 endoleak present. A reliant balloon was used in attempt to expand the stent graft but that was not successful. A palmaz stent was implanted in the area of the infolded stent graft. The endoleak improved; however, a small portion of it remained. No additional clinical sequelae were reported and the patient is fine.